Event description:
On 10th july 2024, rayner received notification from a healthcare facility in spain of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the lens broke during injection, necessitating iol explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was damaged during injection. The rayone emv rao200e was explanted and exchanged during the initial surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The patient is reported to have experienced eye pain as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available in this case to establish the cause of the lens damage observed on injection. Our review of production records for the rayone emv rao200e batch 093223536 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to establish the cause of lens damage post injection in this case.